Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4): a visual examination of the returned device revealed that the guidewire was stuck in the biliary stent delivery system. The entire length of the wire was examined (tactile method) and anomalies were observed. The device appears to have been in contact with a sharp or metal object. The ptfe coating was severely damaged and the poly tip section was detached from the ptfe coating with a gap approximate of 1 mm. Based on the event description: 'the jagwire was found to have peeled coating' it is possible that unstated procedure and possibly clinical factors may have contributed to the event including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. Therefore, 'operational context' is the most probable root cause for this incident.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6), 2010. According to the complaint, during the procedure the guidewire was unable to be removed from an advanix delivery system. Initially the physician stated that there was nothing wrong with the jagwire, but the account later reported that the jagwire had peeled. The procedure was completed with another jagwire. There were no patient complications as a result of this event and the patient's condition was reported to be "stable". (B)(6), 2011 investigation results revealed that the tip had separated, making this a reportable event.